Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿early or late postoperative, infection, and allergic reaction." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-04482 / 04484).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Discarded.

Event description:
It was reported patient underwent bilateral knee arthroplasty on (B)(6) 2013 and a left knee revision procedure on (B)(6) 2014 due to infection. Oxford knee components were removed and hand molded antibiotic spacers were implanted. Subsequently, on (B)(6) 2014 patient was revised by reimplantation of total knee system.